Event description:
The customer reported that the unit will not power on. The device was not being used on a patient at the time of the reported event.

Manufacturer narrative:
MFR received date: 13 sep 2019. The device was not being used on a patient during the time of the event and no patient harm was reported. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the user interface (ui) assembly to address the reported issue. The issue was resolved, the device has been tested, and the device now functions as intended. User interface (ui) was received for evaluation. There were no signs of damage or contamination during visual inspection. The ui was installed onto the failure investigation test ventilator for testing. After testing, it was determined that shorted windings on the t1 transformer from pins 2 to 5, shorted winding on c3, and the open fuse on the f1 fuse caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 12jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit will not power on. Patient/user involvement information pending.